Event description:
It was reported that the customer had a a33 alarm and prime rewind issue on the insulin pump. The customer's blood glucose level was 77 mg/dl. The customer stated that the insulin is "squirting out" during manual prime process. The patient was advised to disconnect to the insulin pump. The customer asked if they dropped or bumped the insulin pump prior to a33 alarm occuring. The customer stated that they don't think so. The customer was advised after the troubleshooting was performed to discontinue the use of the insulin pump and revert to back up plan per health care provider instruction. The patient was advised that the insulin need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.